Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the far field r-wave oversensing event was sensed by the device, leading to inappropriate automatic mode switch (ams).

Event description:
It was reported that during a follow up in clinic, far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.